Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, neuromuscular problems and vaginal scarring. It was reported that patient had an elevate sling implanted on (B)(6) 2010 due to recurrent cystocele. It was reported that patient underwent revisions of the elevate sling on (B)(6) 2011 and on (B)(6) 2012 due to pelvic pain. It was reported that patient underwent enterocele repair and excision of mesh on (B)(6) 2013 due to pelvic pain. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced incomplete bladder emptying and recurrent prolapse.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2017.